Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No replace battery now alarms, pump error 24 or power error 25 alarms noted in the pump trace download. No unexpected low battery alerts or replace battery alerts noted in the pump trace download. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarms, power loss alarms, power loss anomalies or insert battery alerts noted during testing. No screen error alarms or pump error 43 alarms noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No auto mode anomalies noted during testing. No unexpected active insulin updating messages noted during testing. Unit received with corroded motor home switch and force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor alert. The blood glucose was 250 mg/dl at the time of the incident. Customer stated that, they are not able to rewind the pump. Customer stated that he was able to rewind but that the rewind went through much faster than usual. Customer ng for the battery failed and insert battery alerts. Troubleshooting for insulin pump error determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.